Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite,checked the circuit and it looked fine. The fsr removed the circuit and tested with a known working circuit and the unit pressurized. The airway pressure transducer, pneumatics and ddi (dynamic displacement indicator) were calibrated. 2k preventive maintenance was completed. Performance check was done and the unit passed all tests and runs according to (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported mean airway pressure would not go above 16cm h2o on the 3100 a device. At this time, there is no information regarding patient involvement associated with the event.